Event description:
It was reported the patient's ipg site was uncomfortable due to the location. The physician moved the ipg to a new pocket site. The patient reported effective stimulation coverage post operative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.